Event description:
It was reported that the user dropped the ilet pump and the display screen cracked, after which the touchscreen became unresponsive and the device required replacement. Symptoms included no injury and no adverse clinical effects. Outcomes included the user continuing glucose monitoring with a dexcom g7 app or receiver while awaiting the replacement device. Investigation included a review of the event details, confirmation of device identification, and user education on shutting down the device and returning it. Investigation of this case revealed a mechanical impact resulting in a damaged display assembly that rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external impact.

Manufacturer narrative:
Initial.